Event description:
It was reported that the patient presented to the ER with oversensing of noise, inappropriate shocks, loss of capture, and short intervals. The patient went to the or the following day. Noise could not be reproduced, and a fracture could not be found. The rv lead was replaced anyway. No further patient complications were reported as a result of this event.